Manufacturer narrative:
Valve was received in st. Jude medical heart valve div fer analysis lab ina st. Jude medical product return kit, submerged in liquid solution. Sewing cuff was brownish-gray in color, contained one white suture, as well as some small cuts. Both leaflets exhibited slight resistance to movement, which was most likely due to reddish-brown tissue observed in all four recessed pivot areas. Small amount of granular substance, appearing to be blood, covered carbon surfaces of valve. Valve was chemically sterilized, cleaned, and sewing cuff and rotation mechanism were removed. After valve had been thoroughly cleaned, both leaflets exhibited normal mobility, suggesting the previously mentioned slight resistance was due to some matter, such as blood, in recessed pivot areas. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then disassembled for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satifactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and met all of st. Jude medical's specifications. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Valve device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Info reviewed from valve's device history record and additional testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of this investigation are inconclusive due to fact st. Jude medical heart valve div has not received any additional info which may have aided in eval of this explanted valve. Cause of paravalvular leak remains unknown; however testin performed on valve upon its return indicated it was not due to intrinsic valve defect. Dr. Stated he felt valve may not have been "seated" correctly, which may have contributed to paravalvular leak. Dr. Also stated there was nothing wrong with the function of the valve.

Event description:
On 7/31/1997, dr. Implanted a 29 mm mitral st. Jude medical mechanical heart valve sjm masters series (model 29mj-501, a port access technique was utilized to implant this valve, and the surgeon felt the valve may not have been "seated" correctly. He stated there was nothing wrong with the function of the valve at the time of explant. On 8/2/1997 explanted this valve due to paravalvular leak. The pt's postoperative health status was reported as stable.